Manufacturer narrative:
Additional information was received concerning the serial number of the analyzer involved.

Manufacturer narrative:
One sample was provided for investigation and the positive result was verified. The investigation results were comparable to the customer's results. The positive result was further confirmed by neutralization assay. According to investigation, the customer's results should be correct and reliable. No adverse events were reported.

Event description:
The user received a questionable toxoplasma igg result for one patient sample. The initial result was 12.05 ui/ml (positive) and the repeat result with the same sample was 11.74 ui/ml. The result with the same sample on a centaur (siemens) analyzer was 0.7 ui/ml (negative). No adverse events were alleged regarding the issue. The toxoplasma igg (toxo igg ) reagent lot number was not provided.

Manufacturer narrative:
This event occurred in (B)(6).